Manufacturer narrative:
Corrected: d2a. Corrected d10.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported both patient's leads had migrated, and patient lost effective therapy as a result. Surgical intervention was undertaken wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.